Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as spinal pain. It was reported the failures were under investigation. The patient had injuries of failure of therapy, underdelivery, and surgery. The date of injury was under investigation. The pump was explanted on (B)(6) 2017. No further complications were reported.